Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 45 mg/dl. Customer treated their low blood glucose with grape juice. Customer experienced issues with their sensor in addition to low blood glucose levels. Troubleshooting on the insulin pump was performed. Customer advised the reservoir and status screen had the same amount of insulin. Customer was advised to monitor the insulin pump, monitor their low blood glucose levels and call back if issues persist.